Event description:
It was reported that a hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal double curve access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the patient. One (1) day post index procedure, the patient developed a spontaneous hematoma of the pectoral muscle on the chest wall. An embolization of the pectoral artery was performed to treat the hematoma. The patient was expected to fully recover following this event.